Event description:
The ventilator pt's room alarmed and pt complained of not getting a breath. The machine would not deliver a breath manually or otherwise. Pt was bagged and another ventilator was brought in. Pt seemed to tolerate the change in ventilators without complications.